Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Discovered, during diagnostic testing. The device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture discovered during diagnostic testing. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.